Manufacturer narrative:
A ge service representative performed an on site investigation. It was determined that the interconnect cable was defective. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 emi locked up and reported an error #253 during initialization. There was no adverse patient involvement reported. There was no patient information reported.